Event description:
The contact stated that her mother was not feeling well. They tested her blood glucose using her elite meter and received a reading of "lo". The contact gave her mother some juice and retested her glucose a few minutes later. She could not remember the exact reading, but thought it was a low number. She then called paramedics. The paramedics treated the customer with a tube of glucose when they arrived. After the customer received treatment, the customer's glucose was tested again using her elite meter and the paramedic's meter (brand/type unknown.) The contact was not certain, but thought the elite read around 100 mg/dl, while the paramedic's meter read between 300-400 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The elite products are to be returned and the customer was sent a new contour meter kit.